Event description:
It was reported that the insulin pump is not delivering insulin. The blood glucose reading is 211 mg/dl. Customer treated with insulin pump. The insulin pump alarms not delivery. Caller stated that husband has been running high, he was previously 600 mg/dl. Customer tried a bolus and no insulin exited the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.